Manufacturer narrative:
This report is submitted on february 22, 2018, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
Per the patient's surgeon, the patient underwent skin flap revision surgery on (B)(6) 2018 to thin skin flap at magnet site. The implanted device remains.